Event description:
It was reported that during percutaneous transluminal angioplasty a balloon ruptured occured. The 70% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). The 20mm x 3.25mm nc quantum apex mr was used for post-dilatation of a stent. Upon first inflation at 10atm the balloon ruptured. The device was removed intact and procedure was completed with another of the same device. There were no reported patient complications and the patient status post procedure was listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).